Manufacturer narrative:
Batch review performed on 22 november 2023: lot 2303688: 77 items manufactured and released on 17-may-2023. Expiration date: 2028-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional implants involved in the event, batch review performed on 22 november 2023: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l (k121416) lot. 2303556 lot 2303556: (B)(4) items manufactured and released on 06-jun-2023. Expiration date: 2028-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.12.0414fl tibial insert fixed sphere flex size 4/14 mm l (k121416) lot. 2005759 lot 2005759: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Knee revision surgery due to infection and the pathogen is unknown. At about 1 month and a half after primary the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.